Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. The DHR was not completed as no lot number was provided. Complaint histories for all reported events are reviewed against trending control limits, on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported during use that the 777f8 swan was saying the core temperature was 108 and alerting fault co catheter verification use bolus mode. The value of 108 was not expected. The account switched out cables swan modules and hemospheres and it still provided the same issue error messaging. The swan was ultimately pulled and other means of hemodynamic monitoring were utilized. There was no patient injury.

Manufacturer narrative:
One 777f8 swan ganz catheter was returned for evaluation. Report of error message and inaccurate values were unable to be confirmed. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is plus or minus 0.3 c per hemosphere manual. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 mins without error. Thermistor and thermal filament circuit were continuous, and there were no open or intermittent conditions. Resistance value of thermal filament circuit, 39.39 ohms, was within specification. 33.0 to 43.0 ohms per els9047. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from catheter body. Device history record review was performed and according to jde system the product passed all manufacturing inspections without nonconformances associated to the reported malfunction. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The reported condition could not be confirmed; therefore, no product or process malfunction was identified. A root cause could not be established. 100% of swan ganz catheters pass through leak test, flow tests, eeprom connector inspection and eeprom readings as part of the manufacturing mitigations in place to prevent inaccurate hemodynamic values.